Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs) via femoral access, the valve was attempted to be placed and at an unspecified time an aortic dissection occurred. The procedure was converted to cardiac surgery and the valve was surgically ¿recovered¿. An unspecified surgical hemostasis was reported. No additional information was available. No additional adverse patient effects were reported.